Event description:
Journal reference: quigg, mark, et al. Acute insomnia following surgery of the ventralis intermedius nucleus of the thalamus for tremor. Journal of clinical sleep medicine 2007; 3 (1): 58 - 59. The article describes a case study involving a male patient being treated with both a left sided unilateral dbs system and right sided radiofrequency lesion for tremor related to parkinson disease and familial essential tremor symptoms. Following successful dbs system implant and subsequent post radiofrequency lesioning of the ventralis intermedius nucleus of the thalamus, the patient achieved excellent bilateral tremor control. Shortly after the radiofrequency surgery the patient developed insomnia and agitation. Resumption of carbidopa-levodopa and trials of temazepam and zolpidem were not successful. Polysomnography testing at 6 weeks (dbs off) and 16 months (dbs on) postoperatively demonstrated continued sleep disturbances. Clinically, the patient and spouse reported insomnia resolution at 8 months postoperatively with continued tremor control.